Event description:
It was reported that an occlusion alarm occurred and could not be released, so the needle and extension were replaced. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation summary: one (1) sample was returned under part number 21-7061-24, l/n: unknown for evaluation without its original packaging, inside a plastic bag in decontaminated conditions. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the sample. The sample returned was tested using the hydrostatic vessel and distillated water to verify the correct functionality of the sample. The sample worked properly, fully priming and connecting without difficulty, liquid flowing through the whole device without interruptions. The sample did not present occlusion. The failure mode reported in the complaint was not confirmed. A root cause could not be determined. A device history record could not be completed as no lot number was received.